Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the r-unit (charged coupled device) was broken and therefore the image was not displayed. Based on the results of the investigation, the definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a fog-free function error (e104) and a scope communication error (e216). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.